Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for single innie inserter was conducted identifying that lot number gm3733501 was released in a single batch. Batch1: released on (B)(6) 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample single innie inserter revealed that the gold collar and the handle appeared to be loose, and no other issues were identified. However, the reported condition for fell apart couldn¿t be confirmed. The dimensional inspection was performed, and it is within the specification limit. The observed condition of single innie inserter was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for single innie inserter. However, the reported condition for fell apart couldn¿t be confirmed. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: expedium si x25 inserter . Expedium si x25 inserter marker - gold . Inserter handle assembly. Dimensional inspection: feature: outer diameter of the handle. Measured dimension: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, patient underwent a procedure for the lumbar vertebral fracture with inserter handle in question. While tightening the rod, the inserter handle was idling and set screw was not tightened either. Procedure was completed successfully using another handle and without any surgical delay. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity unknown), unknown set screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) single innie inserter. This is report 1 of 1 for complaint (B)(4).